Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours their blood glucose level had rose to 400 mg/dl. The patient reports experiencing pain and bruising at the pod infusion site, (arm) as well as purulent discharge. The patient reports having been prescribed medication for the pod infusion site. The patient was able to apply a new pod.

Manufacturer narrative:
Changed d4: catalog # from zxp425. Changed d4: unique identifier (UDI) (B)(4) to (B)(4).